Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 50 ml capacity container had foreign particulate matter. Ftir (fourier transform infrared spectroscopy) identified wool particulate inside the finished product that this device was used with during the compounding process. The particulates were observed during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. Correction: d4: expiration date: update to n/a. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.